Manufacturer narrative:
B5- originally this claim was determined to be reportable, but upon further review it was determined to not meet the definition of a complaint, the implantable collamer lens was never implanted into the patients eye. However, the claim cannot be voided as an MDR has already been submitted. The reported implantable lens was not used. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -14.00/2.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged with a different power lens due to refractive surprise. In the reporters opinion the cause of the event was user error (error in calculation). If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# 729384.